Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell, flat crease, and a 40-millimeter dark patch edge material inside the gel. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A smooth opening was additionally observed along this same edge. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to a surgical impact, non-penetrating nicks, and a missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.